Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the tip of the active blade broke off inside of the patient. The customer reported that they did not feel that the device had been activated against anything abnormal. It was unknown how long the device had been used when the piece broke off. The piece was retrieved laparoscopically. The customer then took an x-ray image to ensure that there were no pieces of the blade still in the patient; none were seen on the image. It was unknown how the procedure was completed. There were no patient consequences reported.